Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the freestyle libre 2 reader. Customer reported being unable to test due to a fast draining battery and as a result, experienced a loss of consciousness. Customer's family member called the paramedics and upon their arrival, customer was transported to a hospital where he was diagnosed with hyperglycemia and treated with insulin. Customer could not recall if paramedics provided any medication. No further treatment was required. There was no report of death or permanent injury associated with this event.